Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and had a bent cannula. Customer stated the bent cannula caused the high blood glucose and hospitalization. The customer's blood glucose was over 600mg/dl. Customer also had diabetes ketoacidosis. Customer stated he was released with medication for elevated heart rates. Customer declined further troubleshooting. Customer stated he got a no delivery alarm at night before waking up with high blood glucose, he resumed the insulin pump and went back to sleep without checking his blood glucose. Customer will monitor blood glucose and call back if issues persist.